Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use during a pvi and pwi procedure. The procedure has started, with groin access achieved. As the versacross rf wire was being advanced up the sheath, it got stuck and would not go through the entire length of the sheath. This was attempted about 3 times before a replacement was sought. The product was replaced, and transeptal access was achieved. No patient complications were reported. The procedure was completed successfully. Product is not available to return (disposed).